Event description:
New information available on (B)(6) 2018 states that, the helix did not extend during implantation.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure it was noted that the tip of the lead was loose. When attempted to implant, there was no results observed. The lead was not used and replaced. The patient was recovering.